Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor needle filament broke. The customer stated they tried several times to start the new sensor and it didn't work, he removed the sensor and realized that it didn't have the filament. The customer stated needle was not attached. Customer reported the sensor fractured while in the body. Customer was unsure if the sensor was still in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.